Event description:
It was reported that the sheath exhibited air bubbles. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the sheath, air bubbles were observed that could not be removed by aspiration. The air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air bubbles. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the sheath, air bubbles were observed that could not be removed by aspiration. The air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.